Manufacturer narrative:
The product has not been received for evaluation. We are unable to confirm any malfunction or determine if the cannula was not inserted correctly into the infusion site or device behavior could have contributed to the reported high blood glucose and subsequent hospitalized. Lot release records were reviewed and the product lot met all acceptance criteria the omnipod user guide warns, "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider." The omnipod¿s user guide warns to "check the infusion site after insertion to ensure that the cannula was properly inserted. The pdm will automatically remind you to check your blood glucose 1.5 hours after each pod change. If the cannula is not properly inserted, hyperglycemia may result. Verify there is no wetness or scent of insulin, which may indicate the cannula has dislodged,¿ ¿because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted,¿ and ¿test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results above 250 mg/dl, follow the treatment advice of your healthcare provider.¿

Event description:
Mother reported that her daughter's blood glucose levels increased to >600 mg/dl with ketones. The patch was wet with insulin. The customer vomited throughout the night, she became dehydrated, and was hospitalized. The pod was worn between 4 and 24 hours. The pod shelf life had expired may 2016.

Manufacturer narrative:
The returned product was evaluated and performed as designed. No defect or deficiency that would result in the cannula to fail to insert correctly or the pump to fail to deliver insulin was found.